Event description:
According to the reporter, intraoperatively, the guide wire broke during insertion/guide wire placement. It was reported that the guide wire advanced into the vessel and was "dispersed" or broke, another guide wire of another catheter was then used and also broke up during insertion. It was reported that the distal end broke and was stuck inside the patient (they could not pull back). They had to remove it by surgery and xray (post procedure) to make sure nothing was retained in the patients body. It was also stated that prior to breaking there was no abnormal conditions noted, no excessive force was used in inserting or removing the guide wire and the guide wire that came with the kit was the one used. It was reported that the catheter was not repaired, there was no cleaning agent used, tego was not utilized, there was no luer adapter issue. There was an unspecified amount of blood loss and there was reported vessel damage. The needed high quality guide wire for the vessel damage. They used another product for the patient and the patient was discharged.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the guide wire broke during insertion/guide wire placement. It was reported that the guide wire advanced into the vessel and was "dispersed" or broke. Another guide wire of another catheter was then used and also broke up during insertion. It was reported that the distal end broke and was stuck inside the patient. They had to remove it by surgery and xray (post procedure) to make sure nothing was retained in the patient's body. It was also stated that prior to breaking there was no abnormal conditions noted, no excessive force was used in inserting or removing the guide wire and the guide wire that came with the kit was the one used. It was reported that the catheter was not repaired, there was no cleaning agent used, tego was not utilized, there was no luer adapter issue. There was an unspecified amount of blood loss and there was reported vessel damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, guide wire broke during insertion. It was reported that the guide wire advanced into the vessel and was "dispersed", then another guide wire of another catheter also broke up during insertion. It was reported that the catheter was not repaired, there was no cleaning agent used, tego was not utilized, there was no luer adapter issue. There was no reported patient outcome.